Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2019. Evaluation: an empty opened foil, a paper lid and a re-parked needle were returned for analysis. The suture was not returned. During the visual inspection of the sample, the swage and attachment were noted to be as expected and a suture piece was still attached to needle barrel. The suture was not returned. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in the cavity on the top and bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of suture breakage is by suture degradation exposure to environment.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on (B)(6) 2018, and suture was used. Suture breaks, no strength when tying. No patient consequences reported.